Event description:
It was reported an error occurred when printing report for vitatron device. The programmer remains in service. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.